Manufacturer narrative:
Added upi number.

Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's ipg was inoperable and ineffective stimulation due to lead migration. Surgical intervention was undertaken during which the system was explanted and replaced. Effective therapy was confirmed.